Event description:
The customer reported obtaining high sodium patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the mixing bar was defective. The fse replaced the mixing bar to resolve the issue. The fse cleaned tubing and performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).